Manufacturer narrative:
Bayer case number: (B)(4) muscle pain [muscle pain] , pericarditis [pericarditis] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("muscle pain") and pericarditis ("pericarditis") in a 50-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced myalgia (seriousness criterion intervention required) and pericarditis (seriousness criterion medically important). The patient was treated with surgery (a salpingectomy with laparoscopic cornuectomy for complete removal of essure implants). At the time of the report, the outcomes for these events were unknown. The reporter considered myalgia and pericarditis to be related to essure administration. The reporter commented: the 50-year-old female patient underwent a salpingectomy with laparoscopic cornuectomy for complete removal of essure implants (fitted in 2014) clinical consequences: the reason for removal was the presence of adverse events (aes): muscle pain, pericarditis x2. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Muscle pain [muscle pain]. Pericarditis [pericarditis]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of myalgia ("muscle pain") and pericarditis ("pericarditis") in a 50-year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced myalgia (seriousness criterion intervention required) and pericarditis (seriousness criterion medically important). The patient was treated with surgery (a salpingectomy with laparoscopic cornuectomy for complete removal of essure implants). At the time of the report, the outcomes for these events were unknown. The reporter considered myalgia and pericarditis to be related to essure administration. The reporter commented: the 50-year-old female patient underwent a salpingectomy with laparoscopic cornuectomy for complete removal of essure implants (fitted in 2014). Clinical consequences: the reason for removal was the presence of adverse events (aes): muscle pain, pericarditis x2. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.